Manufacturer narrative:
Investigation summary: bd received 16 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, the customer samples were evaluated by visual functional testing for proper activation and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: it was reported that the safety device snapped off and caused a needle stick injury. An employee had a needle stick injury yesterday that occurred as she was activating the safety device, the safety snapped off as she was engaging it and resulted in her receiving a puncture to her hand.